Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported, "dislocated right custom bayley-walker" "implant dislocated after the ring split and the liner lost captivity after some years." A patient specific implant request form was received for the patient's right shoulder. Noted on the form: "complex background over many years resulting in right bw with custom humeral stem in 2012. Subsequent wearing of liner due to heavy use (using machinery), resulting in revision of liner in 2020. No problems ever with fixation of either humeral stem or glenoid screw. Custom bw total shoulder replacement, requiring revision of liner due to wear and dislocation." This pi is for the revision surgery with proposed date of (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, total shoulder (bayley walker) replacement, liner was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets bayley-walker total shoulder replacement which was inserted in (B)(6) 2020. The surgeon reported dislocation of the shoulder. The x-ray image provided shows the glenoid head has dislocated from the humeral component, which confirms the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional pre and post surgery x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported, "dislocated right custom bayley-walker" "implant dislocated after the ring split and the liner lost captivity after some years." A patient specific implant request form was received for the patient's right shoulder. Noted on the form: "complex background over many years resulting in right bw with custom humeral stem in 2012. Subsequent wearing of liner due to heavy use (using machinery), resulting in revision of liner in 2020. No problems ever with fixation of either humeral stem or glenoid screw. Custom bw total shoulder replacement, requiring revision of liner due to wear and dislocation." This pi is for the revision surgery with proposed date of (B)(6) 2022.